Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The pushwire and pipeline were returned for evaluation without the catheter. The pipeline was found to be attached to the pushwire. The tip coil appeared to be damaged. The distal end of the pipeline was found not fully opened due to damaged braid. The proximal end of the pipeline was found not opened due to damaged braid. No other anomalies were observed. Based on the above findings and customer's photo, the customer's complaint was confirmed. It is possible that the damage to the braid on both ends may have contributed to the reported issue subsequently causing the pipeline not to open. The damage to the braid on the ends of the pipeline is likely the result of the physician resheathing the device more than the recommended two times. The tip coil was also damaged. However, the cause for damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Note: per pipeline flex IFU (instructions for use): select an appropriately sized pipeline flex embolization device such that its fully expanded diameter is equivalent to that of the largest target vessel. An incorrectly sized pipeline flex embolization device may result in inadequate device placement, incomplete opening, or migration. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. The second device from the same event was reported in MDR# 2029214-2015-00936 (B)(4).

Event description:
Medtronic (covidien) received report that two pipeline flex devices did not fully open. The patient was being treated for an unruptured, saccular aneurysm in the left supraclinoid internal carotid artery (ica). Patient's anatomy was minimally tortuous. Landing zone artery size was 3mm distal and 5mm proximal. The first pipeline flex was navigated with normal resistance and was partially deployed; it did not fully open distally and was flat 7-15mm from the proximal end. Several resheathing/re-deploying attempts as well as some wagging attempts were unsuccessful in opening the device. The pipeline flex was resheathed and removed. A second pipeline flex was attempted: this device also did not fully open distally and was flat proximally, but it was fully deployed (MDR# 2029214-2015-00936). Two resheathing/re-deploying attempts were unsuccessful. After the microcatheter passed through the device, the proximal end fully opened. The distal end of the device required balloon angioplasty to fully open. Angiographic result immediately post-procedure was slow flow. There was no report of patient injury as a result of this event.